Manufacturer narrative:
We have now concluded our investigation into this complaint. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Inspection of the returned sample showed no abnormalities that could lead to the reported issue. Without photographs showing the dressing after it had disintegrated in the wound, a root cause can't be found at this point. Unfortunately, we have been unable to determine a root cause in this instance.

Event description:
It was reported that during treatment, the customer used to our algisite dressings. For one of his patients treated for an angio dermatitis with a lot of exudate and bleeding. At the removal of the secondary dressing, algisite dressing was shattered (disintegrated) on the wound (like mixed up with the wound). Thus the dressing was not efficient. It was painful for the patient to remove the pieces of dressings. The customer stopped using algisite and used urgoclean.

Manufacturer narrative:
We have now concluded our investigation into this complaint. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Inspection of the returned sample showed no abnormalities that could lead to the reported issue. An investigation by our clinical investigation team concluded: 'the faxed photo was nearly blacked out, thus non-contributory to the investigation. No further clinically relevant documentation was provided; therefore a thorough medical investigation could not be performed. However, fiber shedding is a known occurrence with fiber-based alginates and per the IFU: ¿the dressing may adhere if used on very lightly exuding wounds. If the dressing is not easily removed, moisten it with saline, then remove.¿ conversely, ¿the secondary dressing should not hinder the evaporative process where exudate is heavy¿. It is unknown how many days the dressing was in place when it was reportedly disintegrated/mixed into the ¿rather exudative¿ wound. Although per the IFU, ¿removal of the dressing is facilitated by saturating the wound with saline¿, pain was reportedly from tweezing fibers from the wound. No further patient impact is anticipated as the provider reported a positive change with a competitor product. Should clinically relevant documentation become available, the clinical/medical assessment may be re-evaluated.' Unfortunately, we have been unable to determine a root cause in this instance. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.